Event description:
It was reported that an infection occurred. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: ICD, implanted: (B)(6) 2006, 694965 implantable tachy lead, implanted: (B)(6) 2006; 5866-40m adaptor, implanted: (B)(6) 2006; 4016 implantable pacing lead, implanted: (B)(6) 1988. (B)(4).